Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review found two previous repairs, the most recent being made on 09-may-2025. Visual and functional testing was performed, and the customer issue was confirmed. The root cause of the event was an anomaly in the component (the upstream occlusion sensor and the downstream occlusion sensor). The affected parts were replaced with new ones. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was reported that there was a cassette sensor check/power up check failure. There was no reported patient involvement.